Event description:
Customer reported and advantage system blood glucose result of 265 mg/dl and a professional system result of 95 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.